Manufacturer narrative:
The formed needle was observed to be in the exposed portion of the soft cannula. The linkage assembly view through the top housing was observed to not be fully retracted. After opening the pod, score marks were found on the top housing and the needle mechanism fully retracted. These findings indicate interference between the linkage assembly and the top housing. These findings were not observed to affect the devices ability to delivery insulin as intended.

Event description:
It was reported that the patient's blood glucose level reached 410 mg/dl. The pod was worn between 36 and 48 hours on the back. Hyperglycemia treated by applying a new pod.